Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported "system error 105" alarm was confirmed during evaluation. This error was caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had a "system error 105" alarm. It was also reported that there was no patient involvement.